Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: correction: b5: event date: additional information confirmed the event date to be 31-dec-2024. Additional information: b5: the patient has been discharged smoothly, and no subsequent adverse event report was received.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was not returned to j&j medtech orthopaedics, therefore unavailable for a physical evaluation. A manufacturing record evaluation was performed for the finished device lot number (277l414), and no non-conformances related to the reported complaint condition were identified. Based on the current available information, we cannot determine a root cause for the reported failure. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that following an unknown surgery using the 4.5 healix peek anch.w/ocord device, the patient returned to the outpatient clinic with poor postoperative wound healing. It was reported that during the operation on (B)(6) 2024, due to muscle strength imbalance, the tendon was dissected from the medial end and transferred to balance muscle strength, anchoring the muscle to the bone using anchors. Postoperative muscle strength balance, and foot varus improvement were reported. It was reported that the implant wound healed well postoperatively without adverse events. It was further reported that on (B)(6) 2024, the patient returned to the outpatient clinic with poor postoperative wound healing and on (B)(6) 2025, the patient was readmitted for debridement and drainage with poor postoperative wound healing. The patient is currently under treatment. No additional information was provided.